Manufacturer narrative:
Concomitant medical products: 693565 lead implanted: (B)(6) 2012; 407652 lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased lv (left ventricular) threshold. The lv lead remains in use. No patient complications have been reported as a result of this event.